Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was alleged that the ¿femoral artery ruptured during mako tka surgery post-operatively. Leg amputation.¿ on (B)(6) 2021, the sales rep confirmed that the patient underwent an ¿above knee amputation.¿ he also noted that the rupture ¿was not caught until post operatively. It is not known when the rupture occurred.¿ the sales rep did not know what caused or contributed to the rupture. On (B)(6) 2021, the mps present in the surgery indicated ¿nothing occurred intra-operatively that brought any of our attentions (pa, dr, myself, and rep) to the ruptured artery. It appeared to have been an extra articulate bleeding matter.¿